Event description:
In the middle of the procedure, the fiber snapped 1/2 in the vein. It was removed, a new kit opened to complete the procedure. Pt was not injured.

Manufacturer narrative:
Lot history record review: a review of the lot history has been requested from the packaging vendor and from the fiber vendor. Review of returned sample: the complaint sample has been sent to the vendor for further eval. Conclusion: the complaint investigation is currently on going at this time. A follow up report will be submitted once the investigation has been completed. This type of complaint will continue to be monitored for tends. No further action required at this time. Frequency has increased event is not greater than usual.